Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed intermittent increases of the shock impedance from 75 ohms to >150 ohms between april and july 2017. Since mid of july 2017 the shock impedance is constantly greater than 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that shock impedance is out of range (>150 ohms). There is no oversensing noted on this lead. The decision about the lead exchange is under consideration due to the complex health situation of the patient. Should additional information become available this file will be updated.

Manufacturer narrative:
9/30/2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed intermittent increases of the shock impedance from 75 ohms to >150 ohms between april and july 2017. Since mid of july 2017 the shock impedance is constantly greater than 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that shock impedance is out of range (>150 ohms). There is no oversensing noted on this lead. The decision about the lead exchange is under consideration due to the complex health situation of the patient. Should additional information become available this file will be updated. 9/30/2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake.